Event description:
It was reported that an ilet user experienced persistent hyperglycemia, particularly after dinner, while announcing dinner meals at reduced sizes compared to breakfast and lunch, and a recent dinner ¿more than¿ entry resulted in 5.3 units delivered. Troubleshooting confirmed no site leakage, tubing flow present, no dosing stop notifications, and the user planned to allow the system to correct, with current glucose at 214 mg/dl. Symptoms included hyperglycemia and sleepiness/ drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method involving the user interface for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.